Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry regarding considerations for left ventricular (lv) lead extraction. The field representative stated the lead was previously programmed off though a reason was not specified. It was further noted that the patient had been hospitalized three times per year due to heart failure. A procedure was performed at which time the patient's lv lead was explanted as well as their chronic device for upgrade to a quadripolar system. No additional adverse patient effects were reported.